Event description:
It was reported during a cardiothoracic surgery, the application instrument for the sternal zipfix ((B)(4)) would not tighten down the implant. Due to this event there was no delay in surgery because there was another sternal zipfix instrument on surgical tray. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device history record review and product development evaluation: device history record review shows no nonconformance for the device and no abnormalities were observed during the DHR review. The product development evaluation states that the second generation instrument was received by (B)(4) on (B)(4) 2013. No damages were identified to the instrument. A handling test was preformed with three implants on a bone model with the returned instrument and did not show any malfunction of the device. All three implants could be tensioned and cut with the instrument as per the design intent. Placeholder.